Manufacturer narrative:
(B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon used both tibia and femur impactor to seat the final product on to the patient. While doing so, a stress crack were noticed in both impactors. The impactors did not fully split and no pieces were left behind in the patient. Upon finishing the case, each set that is used at the hospital was examined for similar stress cracks. The below product were found to have such stress cracks and they would likely fail during surgery under the impact of the surgeon. They were removed from the facility and replaced with non defective product. No surgical delay.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.